Manufacturer narrative:
The t:slim g4 pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. Per tandem¿s t:slim g4 user guide: humalog has been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim g4 pump. Humalog was tested for up to 48 hours as labeled. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was displaying 0 units unexpectedly. During troubleshooting with tandem customer technical support (cts) it was determined that the customer allowed the pump battery to fully deplete and subsequently the pump shut off. After connecting the pump to a power source and turning the pump back on, the cartridge was no longer recognized. The customer's blood glucose (bg) level was 263 (mg/dl) with trace ketones. A correction bolus was delivered to address bg level. It was confirmed the customer reloaded a cartridge onto the pump and resumed insulin delivery. Recommendation was made to the customer to charge pump more frequently. Two hours later the contact called cts and stated the customer's bg level had lowered to 200 (mg/dl) and the customer now has large ketones. Several hours later, during a follow up call, the contact reported the customer's bg level was 253 (mg/dl) with large ketones. System check with tandem technical support indicated the pump was delivering insulin as intended however the time and date was incorrect. Contact stated they didn't know why the time and date were incorrect. Cts assisted the customer with correcting the time and date settings. Reportedly, the cartridge had been in use for longer than 2 days with humalog insulin.